Event description:
It was reported that excessive battery depletion was observed via remote transmission. Drop in battery voltage within days were noted. The device was explanted and replaced. Patient was fine.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within the expected limits, but a sharp battery voltage drop was noted. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation. An internal anomaly within the battery was found to be the cause of the battery depletion.

Manufacturer narrative:
(B)(4).